Manufacturer narrative:
E1: initial reporter phone (B)(6) e1: initial reporter facility name: (B)(6) medical university. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle, when removing the needle cap, the needle tip fell off. No patient and health professional impact reported.

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle, when removing the needle cap, the needle tip fell off. No patient and health professional impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: material #: 301746 lot/batch #: 3109100. Bd received 8 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was observed in 6 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.